Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call critical pump error alarm. Customer advised there was a red cross on the display screen.

Manufacturer narrative:
The pump was not received with a critical pump error. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay and a peeling end cap address label.